Manufacturer narrative:
Evaluation of the returned bur by engineering found that the bur head separated from the shaft and was returned. The flexible spiral wrap bur shaft stretched until it tore. The welds that attach the bur head to the spiral wrap are in good condition. Root cause was determined to be excess pressure applied to one side of the bur while drilling.

Event description:
A medtronic of canada sales representative was in the or during a case where they were using the high speed bur. The tip of the bur actually broke inside a patient, but the piece was found.